Manufacturer narrative:
January 18, 2016 11:19 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25120655, 25119756 and 25119347 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use were observed on the cannula. The c-ring was transected. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed on the c-ring. The plastic c-ring on was observed to have been cut in half longitudinally between the flanking curved areas. Melting of the c-ring was observed at the cut. Based on the condition of the device as returned, the reported complaint was confirmed for ¿c-ring transected by cautery tool¿. The most probable cause is engagement of the c-ring with the jaws of the cautery tool prior to activation of the device. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.